Event description:
The customer reported that while performing a routine check they noticed a strong odor coming from the unit when it was plugged in. The battery charge light was also noted to be flashing after the unit had been plugged into an electrical outlet for 2 days.